Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period may 2019 through apr 2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that during an attempt to use on a patient the cardiosave intra-aortic balloon pump (iabp) had a fiber optic issue and was not displaying pressure. The customer used a different iabp unit to perform patient treatment. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported prior to use on patient that the cardiosave intra-aortic balloon pump (iabp) had a fiber optic cable issue and was not displaying pressure number. There was no patient involvement; thus, no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse ran performance test with fiber optic simulator and balloon; iabp device performed as designed. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber optic cable issue and was not displaying pressure number. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.